Event description:
Possible false negative. No triggers in 22 fields of view to prompt an autoscan. Customer will not submit the slide to corporate for analysis. Customer site will be monitored to determine if expected occurrences as determined by the pivotal study are exceeded.